Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate auto mode switch episodes. The noise was not reproducible. No intervention was performed. The patient would be monitored.